Event description:
It was reported as the hcp detached the bd phaseal ¿ l connector c90j the membrane on the c90 was separated, resulting in leakage. There was no report of patient impact. The following information was provided by the initial reporter: ¿this is a report about separation of the membrane on the l-connector (c90), resulting in leakage of an anticancer agent. The customer reported as follows: the hcp connected an injector to c90 to transfer the anticancer agent (irinotecan). The hcp then disengaged the injector from the c90, and the membrane on the c90 was separated, resulting in leakage of the anticancer agent.¿

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 01-jul-2022. H6: investigation summary one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was missing and never assembled onto the connector body, therefore the system was open and leaked when used. Assembly of the membrane is performed manually. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. A detection system is used to verify the proper welding and location of the membrane. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body, the detection system also not identifying/rejecting the impacted piece.

Event description:
It was reported as the hcp detached the bd phaseal ¿ l connector c90j the membrane on the c90 was separated, resulting in leakage. There was no report of patient impact. The following information was provided by the initial reporter: ¿this is a report about separation of the membrane on the l-connector (c90), resulting in leakage of an anticancer agent. The customer reported as follows: the hcp connected an injector to c90 to transfer the anticancer agent (irinotecan). The hcp then disengaged the injector from the c90, and the membrane on the c90 was separated, resulting in leakage of the anticancer agent.¿